Event description:
No additional information.

Manufacturer narrative:
Investigation summary: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of needle retraction failure with lot 6022552 regarding item #382512. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of needle shielding failure with lot 6022552 regarding item #382512. The device history record for the finished lot 6022552 has been reviewed. Non-conformance # 201215409 was initiated for non-retraction during built of lot number 5309614, which could potentially be related to this complaint. No process deviations were found. A review of the applicable risk documents indicates that the potential risk of the reported events was assessed appropriately in the risk management documentation.

Event description:
It was reported that a needle did not retract. Per the site they have had 2 experiences where the needle failed to retract. Customer response on (B)(6) 2026: can you please provide an exact date of event in format dd-mmm-yyyy? (B)(6) 2026 when you pressed the button, did the needle fully retract? No, 1st needle did not retract at all. 2nd, random sample retracted a little, then stopped, then we ¿pumped¿ the trigger and it final retracted. Did not function smoothly and would have presented a safety risk in practice. Did the needle retract slower than normal? See above did the needle start retracting and then stop, leaving the needle exposed? Yes, see above did the needle not move at all after pressing the button? Yes, 1st needle did not retract, which is what alerted us to randomly try another from the same lot# did the button depress? Yes, both times was there any harm/injury to patient or device user? No please describe any diagnostics or medical treatment provided if harm/injury occurred.na.

Manufacturer narrative:
G.4. K201075; k251654 h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.